Manufacturer narrative:
This device has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this pacemaker was found in safety core for which this pacemaker dependent patient was hospitalized pending an imminent procedure. A revision procedure was subsequently performed wherein the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Additional information was received following completion of analysis of this device indicating the patient had experienced syncope as a result of myopotential noise and pacing inhibition following the change to unipolar therapy corresponding to safety mode. No additional adverse patient effects were reported.